Event description:
It was reported that an ilet device did not power on or charge despite attempts with multiple wall outlets and two different chargers, while the same chargers successfully powered a phone, indicating a potential device charging or power fault. Symptoms included no patient symptoms. Outcomes included no impact to the patient. Investigation included user troubleshooting guidance and request for a video of the charging attempt with additional time on the charger. Investigation of this case revealed that the device failed to accept charge under normal use conditions. It was concluded that the device exhibited a power/charging malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
Engineering log review confirmed the device was not charging while on the charging pad, likely due to a power circuit issue on the mainboard. The user later reported the original device resumed normal function and chose to keep it while returning the replacement unit.